Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It is reported the blade was assembled upside down. This resulted in a deeper skin graft to be harvested then what was anticipated. The patient also had to have an additional unplanned skin graft harvested and there was a 30 minute delay in the procedure while the surgeon took this additional skin graft with the blade right side up. No additional adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
The customer did not return an air dermatome device, serial number unknown, for evaluation. The device history record (DHR) was not reviewed since the serial number was unknown. The reported serial number was (B)(4), which is not a valid serial number for an air dermatome. The correct serial number was not provided during customer follow-up. It is unknown if zimmer biomet surgical has previously repaired/evaluated the air dermatome since the serial number was unknown. The reported serial number was (B)(4) and this is not a valid serial number. The correct serial number was not provided during customer follow-up. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the blade being installed upside down and injuring the patient was due to the user not following the recommended instructions for use. The instructions for use states to insert the blade with the "insert with this side up" facing upwards. Installing the blade upside down will not allow the blade to sit flush with the control bar and therefore not allow the device to cut properly. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.